Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: under the control panel the sonographer "cut her hand" on a piece of metal.

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: engineering did not have access to the system, so it was not possible to determine the root cause. Reference: (B)(4).